Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: desai, k. R., xiao, n., karp, j., salem, r., rodriguez, h., eskandari, m., ¿ lewandowski, r. J. (2019). Single-session inferior vena cava filter removal, recanalization, and endovenous reconstruction for chronic iliocaval thrombosis. Journal of vascular surgery: venous and lymphatic disorders, 7(2), 176¿183. Doi: 10.1016/j.jvsv.2018.10.014.

Event description:
It was reported in an article from the journal of vascular surgery titled " single-session inferior vena cava filter removal, recanalization, and endovenous reconstruction for chronic iliocaval thrombosis " that one patient presented with inferior vena cava filter (ivcf) related chronic iliocaval thrombosis resulting in severe venous stasis symptoms underwent single-session filter retrieval, followed by recanalization with stent placement and adjunctive iliofemoral thrombectomy as needed. Technical success was achieved after the procedure.